Event description:
It was reported that a patient presented for an unrelated lead revision. Upon interrogation it was noted that diaphragmatic stimulation was noted, and high capture thresholds were noted on the left ventricular lead. During the revision, the right ventricular lead threshold increased as well. Both leads were explanted and replaced on (B)(6) 2026. No adverse patient consequences were reported.